Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018 an unk supera self expanding stent was deployed in the popliteal artery. On (B)(6) 2019 a computed tomography angiography (cta) was performed for follow up on an abdominal aortic aneurysm. During the cta, the stent was noted to have fractured [broken].the patient was not symptomatic. On (B)(6) 2019 the patient had a non-abbott stent deployed to line the fractured stent. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a cause for the reported stent fracture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.